Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - during follow up on 20-feb-2020, school nurse stated that she contacted the student endocrinologist and will request another meter that does not have to check the hematocrit. The doctor advised her not to give the student any insulin. The nurse will ask her mother to take her for evaluation on her kidney, they will try to get a different meter. The nurse believes it is more a kidney failure and not the meter.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. School nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification in the customers possession while at school. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Event description:
Medical attention is reported due to customer being hospitalized on (B)(6) 2020 due to ketoacidosis, renal failure, and blood glucose results.

Manufacturer narrative:
Corrected sections as of 24-apr-2020: b5: corrected "medical attention is reported as a result of the actual blood glucose results" to "medical attention is reported due to customer being hospitalized on (B)(6)2020 due to ketoacidosis, renal failure, and blood glucose results". H10: most likely underlying root cause changed from "mlc-20: user's test strip had poor storage" to "mlc-78: user hematocrit low".